Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, yellow particles in the inner surface of the device, and one linear opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one smooth crease opening. The ill inspection test was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is one smooth crease opening assessed as fold flaw opening.

Event description:
Health professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2015. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a right side deflation. Device has been explanted.